Manufacturer narrative:
A device history record (DHR) review revealed no discrepancies that may have contributed to a complaint of this failure mode. All quality assurance testing performed during manufacturing was acceptable. The quality assurance review of the visual, physical and dimensional evaluation results indicated that the product met specification requirements. In addition, all dhrs are reviewed for accuracy prior to product release. The product sample was received at the site for analysis and investigation. The sample consisted of one palindrome catheter, two dilators, a scalpel, a tunneler, a dilator of the pull apart, 2 sealing caps, and a guide wire. The catheter showed signs of use. Visual inspection was performed. In order to confirm the reported condition the same guide wire was passed through the venous and arterial lumens of the single catheter and as a result, the guide wire passed easily by both lumens. Additionally, a syringe was attached to flow water into the adapters to verify that water passes through the lumens. This action did not show any occlusion or issues. The reported condition has not been confirmed. There is no evidence of a product malfunction. The reported event could not be linked with manufacturing activities. Based on the available information the root cause for this issue could not be determined. No trends or triggers were identified, no harm was reported for this complaint and this is not a manufacturing/supplier related event, therefor, no further corrective or preventive actions are required at this moment. It must be noted that in-process controls, such as personnel training, incoming quality acceptance testing for (B)(4) material, 100% in process visual inspection and visual acceptance sampling, are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports that during the surgery, the patient complained about chest pain. The doctor assumed that the discomfort may have been caused by disfluent blood flow, but its not a concern of patient's safety. No patient injury or medical intervention required. Surgery time was not extended by 30 or more minutes. Catheter was removed and replaced.

Manufacturer narrative:
Submit date: 12/16/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that an issue occurred with a dialysis catheter. The customer reports that during the surgery, the patient complained about chest pain. The doctor assumed that the discomfort may have been caused by disfluent blood flow, but its not a concern of patients safety. No patient injury or medical intervention required. Surgery time was not extended by 30 or more minutes. Catheter was removed and replaced.